Event description:
It was reported that the patient, with occipital nerve stimulation (ons), lost all stimulation 4 months after implant. All impedances were high (>4000 ohms). The complete system was replaced. During the revision the titan anchor fell apart and the screw driver (inbus) broke. The patient outcome was reported as fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of the lead model 3888-28, lot b0887300k, found broken conductors. The #1 connector was corroded on the proximal end of the lead. Setscrew marks were observed in the correct location. There was a broken conductor at the #0 connector weld site 26.3cm from the distal end. The outer insulation was intact, and it was noted that the titan anchor was 7.2 to 9.4cm from the distal end. The distal end of the lead was ok. There were no shorts between circuits. The #0 circuit was open; continuity was acceptable on all other circuits. Analysis of the lead model 3888-28, lot 0204466975, found broken conductors. The #3 connector was corroded on the proximal end of the lead. Setscrew marks were observed in the correct location. There was a broken conductor at the #3 electrode weld site 6.8cm from the distal end. There were no shorts between circuits. The #3 circuit was open; continuity was acceptable on all other circuits. Analysis of the extension model 7489-66, (B)(4), found broken conductors. The product was segmented. The proximal end was ok and setscrew marks were observed in the correct location. Conductor circuits #0, 1 and 2 were broken 2.6cm from the dist al end in the distal connector up to the transition point. Continuity was acceptable and there were no shorts between circuits on the proximal segment. Circuits #0, 1 and 2 were open and there were no shorts between circuits on the distal segment. Analysis of the extension model 7489-66, (B)(4), found broken conductors. The product was segmented. The proximal end had a cosmetic cut and setscrew marks were observed in the correct location. Conductor circuits #1, 2 and 3 were broken 2.6cm from the distal end in the distal connector up to the transition point. Continuity was acceptable and there were no shorts between circuits on the proximal segment. Circuits #1, 2 and 3 were open and there were no shorts between circuits on the distal segment. Analysis of the wrench found procedural non-conformance. The hex wrench was broken at the necked down area. Analysis of the anchor model 3550-39, lot unknown, found no anomaly. The anchor was visually ok. (B)(4).

Manufacturer narrative:
Lead model 3888-28, lot# b0887300k, implanted: 2011-(B)(6), explanted: 2011-(B)(6), lead model 3888-28, lot# 0204466975, implanted: 2011-(B)(6), explanted: 2011-(B)(6), extension model 7489-66, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), extension model 7489-66, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), wrench accessory model unknown, lot# unknown, accessory model 3550-39, lot# unknown, implanted: 2011-(B)(6), explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.